Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times, and the wake button performed as intended. There was no reported impact to blood glucose. The customer reverted to an alternate method of insulin therapy.